Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be managed through programming adjustments. This is the final report.

Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient has no performance concerns.